Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. There was no reported adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer; however, no response was received, and no additional information was able to be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.